Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast augmentation primary with a saline mentor smooth round moderate profile 275cc breast implant and experienced deflation on the right side postoperatively. As a result, the patient underwent removal and replacement with a saline mentor smooth round moderate profile 275cc on (B)(6) 2020.

Manufacturer narrative:
On apr 22 2020, the mentor failure analysis lab received the device for evaluation. The device lot number was identified as 5913511. Device evaluation summary: during visual evaluation, an anomaly was observed on the posterior view of the device consistent with a crease/fold. Within the crease/fold, a tear (a) measuring approximately 0.1 cm was observed. Additionally, a second tear (b) was observed also on the posterior view, measuring approximately 4.0 cm. Microscopic examination at the edges of the rupture b was performed and the cause of the deflation could not be identified. Causes of deflation of saline implants include but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. By the other hand, the evaluation determined that the loss of shell integrity on the rupture a is consistent with a crease fold deflation of the implant shell, which is a known inherent risk of saline-filled mammary prosthesis. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a deflation in a later time. Breast implants may also simply wear out over time. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).